Event description:
A hospital facility reported on june 27, 2008, that a pt suffering from dementia arrived in the emergency department approx three months prior. The pt had a medication order placed by a physician on a custom order entry screen and received a medication to which he was allergic resulting in an allergic reaction requiring standard treatment. He fully recovered and was discharged from the hospital within 48 hrs. The custom order entry screen displayed a placeholder indicating no allergy info had been recorded on this visit. There was a historical allergy entry that did not display on the custom order entry screen, but did display on all other screens. The customer order entry screen is intended for ancillary orders (e.g., labs, x-rays, nursing orders) and is not intended for use with medication orders. The custom order entry screen requires a medical record number (obtained via registration) to display allergies from previous visits.